Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned with its original box. Unit returned matches with upn provided by the customer. Tthe distal tip was damaged and the core of the wire was exposed and bent. The overall length is within specification. The outer diameter of distal tip, middle section of the device and proximal section of deice were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the calcified left leg vessel. A rubicon support catheter and a 300cm straight tip v-14¿ controlwire® were advanced down the superficial femoral artery (sfa). Proximal to the lesion, the physician started to cross the guidewire but the device was unable to cross. After the v-14¿ controlwire® was removed from the patient's body, the tip was examined and it looked like the tip was fractured. It was then confirmed that the tip was detached inside the patient's body and was left at the highly calcified mid sfa. The physician did not attempt to snare the detached tip of the wire. The physician then advanced a different guide wire, ballooned and placed a stent to cover the detached tip. The procedure was then completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the calcified left leg vessel. A rubicon support catheter and a 300cm straight tip v-14¿ controlwire® were advanced down the superficial femoral artery (sfa). Proximal to the lesion, the physician started to cross the guidewire but the device was unable to cross. After the v-14¿ controlwire® was removed from the patient's body, the tip was examined and it looked like the tip was fractured. It was then confirmed that the tip was detached inside the patient's body and was left at the highly calcified mid sfa. The physician did not attempt to snare the detached tip of the wire. The physician then advanced a different guide wire, ballooned and placed a stent to cover the detached tip. The procedure was then completed. No patient complications were reported and the patient's status was fine.